Event description:
It was reported that loss of capture and a decrease in pacing lead impedance were observed. Lead dislodgement was observed on x-ray. Lead was successfully repositioned. Patient condition was good after the event.